Manufacturer narrative:
Manufacturing and quality control data: the progav® was manufactured by a qualified employee on april 2013. Deviations during assembly did not occur. The product was finally tested as article fv414t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: tissue residues on the returned product, but no visible obvious damages detected. Permeability test: the test showed that the progav® shunt system is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav® shunt system, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2,98 cmh2o. This is within the specified tolerance of 4 cmh2o ± 3 cmh2o. An applied pressure of 4 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 2,98 cmh2o ± 3 cmh2o. Additionally, the shuntassistant® was tested according to standard procedure in the horizontal and vertical position of the valve. At a fixed opening pressure of 25 cmh2o in the vertical position, a pressure of 25 cmh2o -2/ +4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant® had a pressure of 23.86 cmh2o. This is within the specified tolerance of 25 cmh2o -2/ +4 cmh2o. The test, performed in the horizontal position of the valve at a reference flow of 20 ml/h showed that the shuntassistant® with a result of 1.20 cmh2o is operating within the specified tolerance (0 cmh2o ± 4cmh2o). Adjustability test: the progav® was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav® was within the specified tolerance and the brake function operated as expected. Internal inspection of product after dismantling of the valves, no deposits were found in both valves. Results based on our investigation results, we canot identify a blockage and blockage in the shunt system. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation is complete.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav shuntsytsem (#fv414t) was believed to be operating in under-drainage and was no longer adjustable. Surgeon attempted to adjust valve opening pressure from 8cm h2o to 4cmh2o. Verification tools indicated that it had changed; however when an x-ray was completed, results showed that the change had not occurred. Shunt was explanted the following day. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 175 cm. Weight: (B)(6). Gender: male.